Manufacturer narrative:
2/23/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during an unspecified procedure. Reportedly, the jaw of the instrument broke while in the package. The instrument was not used on the pt.